Manufacturer narrative:
B4; g1, 3, 6; h2, 6. This follow-up report is submitted to correct the initial submission. Based on the information available to ge healthcare (gehc) at this time, it has been determined that the gehc mr device did not cause or contribute to a death or serious injury, and no device malfunction occurred. Therefore, this event does not meet the criteria for mandatory reporting under 21 cfr part 803.

Manufacturer narrative:
A1, 4, 5, 6: no additional patient information was provided to ge healthcare (gehc). B2, 3: information was not provided to gehc. D: no additional device identification information was provided to gehc. G2: report source other, korean national police agency. H4: no device information was provided to gehc to identify date of manufacture. H6: gehc's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. Gehc has requested additional information regarding this event from the report source.

Event description:
Ge healthcare (gehc) was contacted by local authorities to support their investigation into a patient death following a cardiac arrest during an MRI scan involving a gehc mr system. While gehc has limited information at this time, the initial report indicates the incident is not considered to be related to the equipment.